Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was unable to confirm the reported issue. The flow sensors were proactively replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation did not start when the bag/vent switch was moved to the ventilator position. The user reportedly manipulated the switch several times, and mechanical ventilation was enabled. There was no reported patient injury.